Event description:
It was reported that during an inguinal hernia procedure, the device did not hold the mesh. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/06/2006. H6: nonconforming cartridge weld instrument. Evaluation summary: four devices were received. The analysis results showed that the ems device a was returned non-functional; the nose was open due to insufficient nose weld. No functional test was performed. The analysis results showed that the ems device b was received with the rotating head broken due to insufficient weld; in addition the nose was noted to be open due to insufficient weld. No functional test could be performed. The analysis results showed that the ems device c was received with the nose open due to insufficient weld; however, the device was tested for functionality and it fired the remaining staples as intended and with a proper box shape. The analysis results showed that the ems device (d) was returned with jammed in the cartridge nose, the staples were manually removed and the device was tested for functionality; the device fired and formed the remaining staples as intended and with a proper box shape. D: batch # v5an7r.